Event description:
It was reported that a patient underwent a knee arthroscopy on (B)(6) 2011 and suture was used. The patient experienced inflammation and redness. It is uncertain if reoperation will be performed. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. There are two possible devices involved in the event. The actual product code and batch number associated with this event are not known. The following are the possible product codes and batch numbers: coated vicryl plus antibacterial (polyglactin 910), batch vcp864d, mfg date: 09/01/2011, exp date: 07/31/2016. Coated vicryl (polyglactin 910) suture, batch j864d, mfg date: 08/01/2011, exp date: 07/31/2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The arthroscopy petal appeared red about 2.5 to 3 weeks post operatively on (B)(6) 2011. The patient was placed on oral antibiotics. The patient underwent a re-operation on (B)(6) 2011. The surgeon elected to remove the suture material rather than risk an infection. The surgeon opines that the suture irritated the dermis into which it was placed. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements.